Event description:
Balloon pump began to make loud consistent noise, not able to silence it, all points of check were reviewed times two without success in locating the problem, cath lab staff came to review, not able to identify issue (loud consistent noise); a second pump was found and switched out the noisy pump. Error 30 eventually appeared on the screen of the original balloon pump.